Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined the exterior of the samples and did not find anything to contribute to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only." (B)(4).

Event description:
It was reported that the patient could not insert the catheter into their bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient could not insert the catheter into their bladder.